Manufacturer narrative:
Initial and final MDR 1922248 - MDR 8021545-2024-02597 - device 1 of 4. E1: patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in netherlands it was reported that patient faced four infusion set leak event on (B)(6) 2024. The infusion set was in use for three days. No further information available.